Manufacturer narrative:
The device was received by the manufacturer for eval. Upon receipt, it was noted that plug fitting was missing from th side of the ventilator. An eval plug was used, however, the evaluator did note that the threads the plug screws into were damaged. Eval of the ventilator did verify that there was no output pressure. The dump valve was stuck in the open position directly causing the failure. As the ventilator tried to build pressure the pressure was being released. Further review of the device found the following: foreign hardware was installed in the ventilator. The manufacturer uses stainless steel screws however, cadmium plated screws were found. One of the two poppets was behind the electronic side of the back panel. The poppets must be in front of the panel to function. The diaphragm and exhalation block were not installed properly at time of arrival. Tubing from inside the ventilator was pinched on the sense line under the back plate. The root cause for the device not functioning per specification was tampering and/or attempted maintenance. There is no svc history for this device on file with the manufacturer. Ventilator sn (B)(4) is 6 years past due for the recommended 2 year overhaul.

Event description:
During pre-clinical testing, the ventilator was not building pressure. Per the info provided, there was no pt involvement and the device was removed from svc.